Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen remained black. There was no adverse impact to customer¿s blood glucose level. The customer will reach out to health care provided for an alternate method insulin therapy.